Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022 a patient (pt) in argentina reported a diagnosis of corneal ulcer (affected eye not provided) while wearing the a acuvue® oasys® with hydraclear plus brand contact lens (cl). On (B)(6) 2022, the pt provided additional information. The pt reported an os corneal ulcer that occurred about 10 years ago and the event was previously reported to johnson and johnson vision care, inc. A search of the complaint handling system produced a non-reportable event that occurred in 2016. The pt¿s os corneal ulcer event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment. The lot number of the suspect os cl is unknown and the os suspect product is not available. The date of the pt¿s event is being recorded as (B)(6) 2012 as the event date is unknown. No additional medical information was provided. No additional information is expected.